Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's screen was faulty. There was no harm or injury reported. No medical interventions were specified. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator's screen was faulty. There was no harm or injury reported. No medical interventions were specified. Additional information: during the evaluation of the device at the manufacturer's service center, the device operates as designed. The allegation could not be confirmed. Philips investigation lab (pil) did not note any issues with the graphics of the display and then ran therapy for approximately 1 hour utilizing menu functions via the touchscreen while the device was running. Pil stopped therapy via the touchscreen and did not note any issues with the graphics or touchscreen interface. The device was further tested on the multifunctional test station and passed all tests. Pil concludes the device operates as designed. The device was subsequently scrapped.